Event description:
Received voluntary medwatch via cdrh which states: "IV tubing became disconnected at the exit site from the cassette. The tubing became disconnected where it is adhered to the cassette. This is not a normal disconnection site. The plum pump did not alarm as problem occurred distally from pump. The IV was attached to a subclavian line and draped over the head of the bed. The blood backed into the tubing and dripped on floor for approx 10 minutes before discovery by the visitor. There was a large pool of blood on the floor. The tubing was changed and stat hemoglobin and hematocrit were done. Pt was alert, awake and coherent. Physician transferred pt to the ICU. After transfer, nurses returned to room to confiscate tubing and room had already been cleaned and tubing had been discarded. The nurse who checked tubing reported tubing edge was smooth. When attempting to duplicate the problem, it was noted this required extreme force and the edge of the tubing was jagged and not smooth." Upon further query, it was reported that the pt was anemic and had been transferred with 2 units of prbc's earlier that day. It is unknown how long the tubing has been in use, but it was reported to have primed without problems. It was unknown what had been infusing. The tubing had disconnected just distal to the cassette "as if there was insufficent glue". The tubing was distally connected to a central line, and approx 500cc blood had packed up the central line and onto the floor. There were no reported adverse pt effects.